Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the balloon on the 23mm commander delivery system ruptured at the end of inflation with 1cc left in the syringe. The valve was able to be fully deployed. A new commander delivery system was prepped to post dilate. Upon inflation, the balloon also ruptured with 1 cc left in the atrion. The device was removed, and echo imaging confirmed good deployment with 4mmhg gradient via tte post. The patient was sent to recovery in stable condition. Per report, there was blood seen in the syringe. There was no difficulty withdrawing the delivery system. The perceived root cause of the event is calcium in the sinotubular junction.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the balloon was burst longitudinally, and radially with no missing balloon pieces. Dimensional inspection of the device was done. The inflation balloon single wall thickness was measured along the edges of the burst location. The measurements were found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided, and the following was observed: calcification was in patient landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.